Event description:
During a transapical tavr procedure, a sapien xt valve was placed in an existing bioprosthetic mitral valve, and an intravalvular leak was noted. A second sapien xt was placed. Due to elevated left sided pressures and heart failure, the decision was made to place a sapien xt within a mosaic mitral valve. A 29mm sapien xt was deployed too far in the left atrium, resulting in moderate intravalvular leak and what was felt a risk for atrial embolization. A second sapien xt was deployed to correct the leak and secure the first valve. The patient remained stable throughout the procedure. It was perceived that the first valve moved ventricular during inflation. Slight over correction resulted in the valve being pushed too atrial.

Manufacturer narrative:
At this time, the thv is not indicated for use inside a surgical mitral valve, and there is no guidance in the thv training manual on usage of a sapien xt valve within a surgical mitral valve. Testing performed by edwards documents the phenomena of high placement of the thv in a native aortic annulus, which would be relevant in the scenario of a thv in a surgical mitral valve, as well. Inaccurate deployment (too high or too low in the mitral valve) could result in clinically significant hemodynamic compromise, implantation of a second valve, embolization of the valve, and/or may require additional intervention to secure or remove the valve. In this case, over correction of valve movement during inflation caused the too atrial landing. A second valve corrected the intravalvular leak and secured the first valve.